Event description:
Device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Device case = ngp customer returned pump for an alleged failed battery test and cosmetic damage located at the battery cap contact found on october 16, 2022. Unable to pass failed battery test screen at start up. Unable to perform displacement test, sleep current test, active current test and self test. Failed battery test noted during testing. Successfully downloaded history files and traces using thump before failed battery test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed several failed battery tests found in the history files on event date from 21:0:11.00 to 21:23:47.00 due to moisture damage on the harness vibrator assembly and electrical board 1. Device was cut open to perform visual inspection and found evidence of moisture damage on electrical board 1 and electrical board 2. Unable to lock p-cap into reservoir properly due to damaged retainer ring. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay. Damaged retainer ring confirmed. Unable to lock p-cap properly confirmed due to damaged retainer ring. Failed battery test confirmed during testing due to moisture damage on electrical board 1 and harness vibrator assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received replace battery now alert and battery failed alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed there was  loose, cracked or damaged battery cap contact. Customer will discontinue to use the device. The insulin pump will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.